Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch verio iq meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 6x daily and her results are usually around "65-95 mg/dl" before meals and "under 120 mg/dl" after meals. The patient manages her diabetes with novorapid insulin (6 units in the morning/ 14 units at lunch time/ 24 units in the evening) and lantus insulin (24 units before bed). The alleged issue began on (B)(6) 2013, at 2am. It was reported the patient obtained a blood glucose result of "102 mg/dl" with the subject meter. Prior to testing, the reporter claims the patient felt low blood glucose symptoms of difficulty sleeping, dizzy and hungry. About 7am, that same morning, the patient ate breakfast and reportedly felt better about 30 minutes after. The reporter could not specify the patient's blood glucose results obtained prior to her reported symptoms. The reporter denied the patient made changes to her usual diabetes management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. A quality control test was performed which tested outside of specifications. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, the complaint is being reported due to the failing control solution test result.